Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a stuck button. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the plane just landed and the insulin pump was sucked in and unresponsive. Customer reported that the insulin pump button became responsive after the battery cap was removed to release pressure. Customer also mentioned that the insulin pump buttons was unresponsive and hard to press at times and was advised to call back to troubleshoot. The insulin pump is not expected to return for analysis.